Manufacturer narrative:
The facility's biomedical engineer has advised that the issue of the mislabeled cable has been resolved on their end.

Event description:
The customer reported that they received an incorrectly labeled part in an order. The ordered part (cable) is for use with the cardiosave intra aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per sop since the serial number for the unit was not provided. A getinge production quality engineer has advised that the cable has been returned to factory and purged and the supplier has been notified of the issue. Investigation is ongoing, and a supplemental report will be submitted, if necessary.

Event description:
The customer reported that they received an incorrectly labeled part in an order. The ordered part (cable) is for use with the cardiosave intra aortic balloon pump (iabp). There was no patient involvement and no adverse event was reported.